Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the system displays a speaker malfunction. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) provided the customer a bench repair form to return the device for evaluation and repair. The customer device was not returned back to the bench for repair. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping monitor indicating the system displayed an error for a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.